Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller had an inaudible alarm. The patient states being plugged into two power sources when the pump stopped and denies double disconnecting. The patient stated feeling the pump stop, so the patient looked at the controller and there was a blank display and no alarm. The patient stated that the no-power alarm was not heard when the pump was off. The patient denies the red alarm adapter being attached. It was also reported that while a test was not performed for the no-power alarm, a speaker test was performed and it was working. The controller was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination within the serial port, the pump connector and both power ports. Visual inspection also revealed scratches on the controller's liquid crystal display (lcd) on the front panel window; the information was legible on the screen. The contamination and scratches on the display are additional findings, not related to the reported event, likely due to the handling of the device. Functional testing revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm during functional testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed one (1) controller power up event with associated pump start event was logged on 12/apr/2024 at 15:47:49, indicating a loss of power. The data point prior to the loss of power revealed that the power adapter was connected to power port one (1) and that (B)(6) was connected to power port two (2) with 99% rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for nine (9) seconds per loss of power. No anomalies were recorded leading up to the losses of power. A loss of power to the controller will result in a continuous audible alarm and the controller screen going blank. As a result, the reported loss of power, "blank display", and "no power alarm was not heard" events were confirmed. Log file analysis also revealed a vad disconnect alarm was logged on 15/apr/2024 at 12:45:46, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. In addition, log files revealed that the controller was in use for more than two (2) years. The reported vad stop could not be confirmed; however, it is likely the loss of power event was perceived as the reported vad stop alarm. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the observed controller fault alarm during testing event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.